Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed a single occurrence of system fault 189 which caused ventilation to stop and the device to restart. The device evaluation found no abnormalities with the device. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the reported device events were due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf189) indicating the pneumatic block lost communication with the main processor. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf189) indicating the pneumatic block lost communication with the main processor. There was no patient injury reported as a result of this incident.